Event description:
It was reported that the flex video scope had a dirty scope cover case unit, and the air-water cylinder and air-water tube contained foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope cover case unit was dirty, air water cylinder and air water tube has foreign objects. Olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.